Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 3 way adapter leaked and couldn't be tightened. It was noted that the patient's status at the time of the report was alive - no injury.